Manufacturer narrative:
Image review: three fluoroscopic cine loops of the implanted valve and post-implant balloon dilatation were provided for review. The complete system was replaced before attempting to implant a new valve. The imaging showed adequate bioprosthesis implant depth measurements of 2-3 mm on the non-coronary cusp (ncc) side and 3 mm on the left coronary cusp (lcc) side. One of the potential adverse events listed in the device instructions for use (IFU) is prosthetic valve migration/embolization, which includes dislodgement in a post-implant balloon dilatation scenario. A 24 mm non-compliant non-medtronic (true, bard¿) balloon was chosen for the post-implant balloon dilatation. If the patient¿s derived annulus diameter was 23-24 mm, the selected balloon diameter could have been too large. The IFU recommendation for a 29 mm valve implant with an annulus diameter of 23-24 mm, is a maximum balloon diameter of 22-23 mm with a non-complaint balloon at 2 atmospheres (atm). Consequently, a more pronounced foreshortening of the valve frame during balloon dilatation could have happened, which in turn might have facilitated the valve¿s embolization. If the balloon was also deployed too deep in the left ventricle, it would have contributed to the upwards movement of the valve frame. Based on the provided footage, rapid pacing was applied during the procedure, but the end of the post-implant balloon dilatation was not recorded. The patient summary was not provided for anatomical review. Since the report did not contain any further information about the patient¿s anatomy (such as annulus minor and major axis, or calcification status), pre-implant balloon dilatation technique, pacing frequency or other possibly contributing factors, a root cause for the valve dislodgement cannot be determined at this time. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, a misload was identified during the fluoroscopic load check due to valve overlapping to the fourth node. A different valve was loaded onto a new delivery catheter system (dcs). Right femoral artery access was used. A pre-implant balloon dilatation was performed using a 23 mm non-medtronic (zmed) balloon through an 18 french non-medtronic (gore) sheath. The dcs was inserted through the sheath over a non-medtronic (safari) guidewire. On the first deployment attempt, at 80% deployed, the valve was too shallow. Subsequently, the valve was fully recaptured and repositioned. On the second deployment, using two cusp overlap and obtaining commissural alignment, the valve was implanted at a depth of 2 mm on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc). An echocardiogram showed moderate paravalvular leak (pvl). When a post-implant balloon dilatation was performed using a 24 mm non-medtronic (true) balloon through the sheath, the valve dislodged upwards to the ascending aorta. The patient was hemodynamically stable. The valve was snared, and another valve was im planted successfully at a ncc depth of 6 mm and a lcc depth of 4 mm. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-2329 (lot: 0012107063); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012174649); product type: 0195-heart valves; product ID evolutfx-29 (serial: (B)(6) ); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012192770); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 00112174649); product type: 0195-heart valves; product ID 23 mm zmed balloon ; product type: dilatation balloon; product ID 24 mm true balloon; product type: dilatation balloon; product ID boston scientific safari guidewire; product type: guidewire; product ID 18 french gore dry sheath product type: introducer sheath; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient's severely calcified native aortic valve contributed to the dislodgement. The deployment starting point was at the bottom of the pigtail.